Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that right ventricular lead exhibited high capture threshold and suboptimal r-waves. The lead was explanted and replaced. The patient was in stable condition post procedure.